Event description:
On (B)(6) 2008, the patient's husband reported that while changing the patient's insulin cartridge, the plunger became stuck to the piston rod and a full cartridge of insulin spilled into the cartridge compartment of the infusion device. The caller was educated on the proper procedure for changing the insulin cartridge. He was assisted in setting up the patient's backup infusion device. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.